Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a venous ligation procedure performed on (B)(6) 2025, for a massive esophageal variceal hemorrhage. During the procedure, the device was put inside the patient and the band was ready to be deployed, but the band could not be deployed. The endoscope was pulled out, and the physician attempted to deploy the band; however, the same problem occurred. After the steel wire was cut, the ligation device was replaced. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.